Event description:
The account stated that an initial axsym toxo igg result of 0 iu/ml was obtained in 2008. The sample was repeated in the same month, and a result of 83 iu/ml was obtained. The sample had been frozen between the test dates.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, that has a similar product distributed in the united states.

Manufacturer narrative:
(B)(4). Other (B)(4) no return materials were received for testing. An in-house kit of axsym toxo-igg reagent list 9k08-20, lot number 66045hn00 was tested in combination with the axsym toxo calibrators, controls, and with three different panels used to determine the reagent's assay sensitivity. Three replicates of each control and panels were tested. No erratic results were obtained. Calibrator rates, negative and positive control values were well within the specifications as stated in the package insert, and the sensitivity panel values were within the manufacturing release specifications. There was no indication that the file sample of axsym toxo igg reagent, list number 9k08-20, lot number 66045hn00 displayed any unusual performance. In addition the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 66045hn00 were reviewed and no problems were identified. Based on the investigation it was determined that axsym toxo igg, list number 9k09-20, lot number 66045hn00 is performing acceptably. This is the final report.